Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there were staple formation, firing difficulties and staple line did not hold. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia45amt - egia45amt egia 45 artic med thick sulu, lot# n4j1653y sig30ctavm - tri 2.0 sig30ctavm 30 CT vsclr med 12mm, lot# n4j1751y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a wide wedge resection of a left lower lobe nodule, performed using a combination of egia 60 and 45 tan and purple tri-staple reloads, issues were encountered with the stapler. Specifically, a tan reload was applied near the lower lobepulmonary artery branch, and at closure, the entire staple line dehisced. This required repair using a 3.0 prolene suture. The procedure was extended by 30 minutes due to these issues. The reported product issues included firing difficulties and staple formation problems. Suturing was performed to replace the staple line.